Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. First, it was reported that the carto 3 system displayed a map eco cable test failed (code unknown). The qdot catheter was unable to come on to ablation. They reseated the eco cable without resolution. There was static on carto 3 system catheter temp viewer. The ngen generator displayed a rf cable disconnect error (code unknown) when the cable was not disconnected. They replaced catheter cable without resolution. The caller stated the generator was rebooted without resolution. The rf cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31481159l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. First, it was reported that the carto 3 system displayed a map eco cable test failed (code unknown). The qdot catheter was unable to come on to ablation. They reseated the eco cable without resolution. There was static on carto 3 system catheter temp viewer. The ngen generator displayed a rf cable disconnect error (code unknown) when the cable was not disconnected. They replaced catheter cable without resolution. The caller stated the generator was rebooted without resolution. The rf cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on 21-jan-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. First, it was reported that the carto 3 system displayed a map eco cable test failed (code unknown). The qdot catheter was unable to come on to ablation. They reseated the eco cable without resolution. There was static on carto 3 system catheter temp viewer. The ngen generator displayed a rf cable disconnect error (code unknown) when the cable was not disconnected. They replaced catheter cable without resolution. The caller stated the generator was rebooted without resolution. The rf cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. It was also reported that a pericardial effusion was noticed during the procedure. Ablation was performed prior to noting the pericardial effusion. The pericardial effusion occurred during a right ventricle rv lesion. The injury was confirmed on intracardiac echocardiography (ice). Anesthesia was supporting the patient. They had to drain the pericardial effusion. The patient was stable and was admitted to the intensive care unit (ICU). Patient was sent for a cardiac window and discharged a few days later. The perforation was located in the right ventricle (rv) the patient fully recovered, however, required extended hospitalization. The physician's opinion on the cause of the adverse event is the procedure. No steam pop was evident.